Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Event description:
Healthcare professional additionally reported "any creases."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold, and red particles in the diaphragm valve. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease sharp opening on posterior and have non-penetrating nick around the opening (stress marks). The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as to a fold flaw opening. Non-penetrating nick (stress marks).